Event description:
The customer reported that she was hospitalized with a high blood glucose reading of 610 mg/dl. The customer stated that she was experiencing chest pain and dizziness. The customer also reported that she fell and cracked the insulin pump case. Unable to troubleshoot due to the damage. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The pump passed all functional testing, including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm tests. The pump was received with a scratched case. No cracks on the case were noted.